Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged multiple symptoms, including but not limited to vaginal pressure and pain, vaginal bleeding, infections, dyspareunia and/or subsequent surgeries.

Manufacturer narrative:
(B)(4).